Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tape was not sticking because the product was caught on something event on (B)(6) 2026. No further information available.